Event description:
Additional information was received that the patient was seen in clinic and elective programming changes were made to duration and a chest x-way was planned for an unknown date in the future. Patient isometrics were also performed and did not produce any noise.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient's condition has improved, so at the request of the physician, tachycardia therapy was programmed off and the physician will continue monitoring.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. Review of stored device memory noted that the high out of range measurements began approximately one year ago. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.